Event description:
A reporter called to submit a report about the adverse event she has experienced from staples. She stated that she did not know she has staples in her body. She said she was not aware that there were staples on her liver until she had an x-ray and an MRI for a gallbladder removal surgery. She said since she is allergic to metal, she is suffering from the side effects of the staples. She went on saying that she had liver failure, blurred vision, diarrhea, fatigue, hot flash, irritable bowel syndrome, pain, low level of potassium because of the staples. She said since she is on social security income, with no health insurance, she does not have the money to pay for the staples removal. She was pleading that she needs help to have the staples removed from her body since she is going through unbearable pain. She also said she was suffering from breast implant illnesses for years until they were removed in april of 2019. She said she has already submitted a report for the breast implants adverse effects.